Event description:
The customer reported that the ventilator alarmed o2 valve stuck closed. The customer reported the ventilator was not in use on a pt and there was no pt harm. Upon detection of an oxygen valve stuck closed, the ventilator will continue to function using an air gas source. The respironics svc tech was unable to duplicate the reported problem. However, the svc tech confirmed a diagnostic code in log history indicating detection of oxygen valve stuck closed. The svc tech replaced the oxygen valve as a precaution. Performance verification testing and extended self testing (est) was completed, and the unit passed all tests specifications.

Manufacturer narrative:
Oxygen valve.